Manufacturer narrative:
The device was manufactured on an unknown date 26 jan 2017 ¿ 27 jan 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor overinfused. The expected infusion time was 96 hours; however, the infusion completed approximately 72 hours after it began. The device had been filled with fluorouracil in an unspecified diluent to a total fill volume of 150 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.